Event description:
It was reported that during a moderately tortuous, moderately calcified, concentric, 90% stenosed, de novo, distal to mid, left anterior descending artery stenting procedure, after pre-dilatation, a xience prime stent delivery system (sds) was advanced, but would not cross the lesion. Upon removal of the xience prime sds, the stent was noted to be moved proximally on the sds. Reportedly, it is not clear whether it had already been misaligned before usage, or if it had moved during usage inside the patient's anatomy. Another non-abbott sds was used and post-dilatation was done to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough ns. Guide cath: launcher6f al1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.